Event description:
The patient had bilateral total joints in place for over 10 yrs. In review of one of the operative reports provided, it stated that a perforation was noted in the left fossa-eminece prosthesis. The left joint was replaced with patient-specific devices. The fossa eminence prosthesis was not returned for evaluation. The explanting surgeon stated that the tmji device did not cause or contribute to a death; did not cause or contribute to an injury or illness that was life threatening; did not cause or contribute to an injury or illness that resulted in permanent impairment of body function or permanent damage to a body structure.

Manufacturer narrative:
The manufacturer received the explant form for the 2006 surgery. Additionally, tmji received the operative reports and pathology reports for the 2006 and 2005 surgeries. The perforaration was found during the review of one of the operative reports provided. A CT scan taken prior to the explant surgery was reviewed. The scan did not conclusively show a perforation, however, since the operative report indicated the perforation, an MDR was filed.